Event description:
It was reported that balloon rupture occurred. The 75% in stent re-stenosed target lesion was located in a moderately tortuous and mildly calcified proximal right coronary artery. A 15mm x 3.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon ruptured when the pressure was applied up to 10atm. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.